Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the 2cb5lt instrument was received with the sleeve broken and melted. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar split in half while manipulating the harmonic within the trocar. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Additional information obtained: as per surgeon, harmonic scalpel was activated while inside trocar sleeve. This resulted in slight melting and weakening of the trocar sleeve. This resulted in the bottom section of the trocar sleeve separating from the top section while trying to manipulate the harmonic. Surgeon retrieved the bottom section from the patient and no harm was noted. (B)(4).